Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® blood transfer device holder w/ female luer adapter there was foreign matter with the device. The following information was provided by the initial reporter. The customer stated: "an insect was found with the product."

Event description:
It was reported when using the bd vacutainer® blood transfer device holder w/ female luer adapter there was foreign matter with the device. The following information was provided by the initial reporter. The customer stated: "an insect was found with the product."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 23-may-2022. H.6. Investigation: bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. The device was taken out of its packaging and analyzed under a microscope at 4x zoom. The foreign matter was confirmed to not be an insect but is likely a material that is extrinsic from the manufacturing process. The exact nature and origin of the foreign material could not be determined. Additionally, 24 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.